Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the shortened cable could not be determined at this time. Correction: the manufacturer has determined there is no potential for this issue of a shortened cable on the charged coupled device unit (ccd) to cause or contribute to an adverse event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the ccd¿s cable had been shortened in order to perform a repair. Additionally, air was found leaking due to loose components. The ultrasonic wave was missing due to a disconnection of the ultrasonic cable. The tip and objective lens were damaged from an unknown physical load. The distal end adhesive was deteriorating. The friction plate was also deteriorating, making it impossible to do the angle adjustments. Several other components had underwent notable chemical damage. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting an olympus evis exera ii ultrasound gastrovideoscope loaner device, it was discovered that charged coupled device unit (ccd)¿s cable had been shortened due to repairs. There was no patient involvement during this event.